Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for dystonia. It was reported that the patient had a tumor around the lead and tumors on both sides of the lead since getting deep brain stimulation (dbs). It was noted that one side seemed more fluid filled since mris have been obtained. The patient was receiving therapy on one side, but it wasn't clear on the other side, as the patient has other problems on that side of the body. It was unknown if the patient was born with the condition. The tumors reportedly never showed up until they had grown and patient became symptomatic. No further complications were reported.